Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567565l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During hemostasis, the patient¿s blood pressure decreased, and a pericardial effusion was detected by surface echography; therefore, drainage was performed. As blood pressure recovered, the patient left the hospital. The physician commented that poor ablation catheter was unrelated because it resolved before intracardiac insertion. Arterial blood suggested left atrial tamponade. It may be when the catheter was inverted because the catheter operation was difficult. It was also reported that an error 105 was observed after the catheter was connected and before insertion into the patient. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. Since the event (cardiac tamponade) is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The magnetic sensor error (105) was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
Additional information was received on 07-nov-2021. It was reported that this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. The patient gender is a male and he has fully recovered. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-dec-2021. The physician commented that the error 105 (on concomitant thermocool® smart touch catheter with lot #30564103l) was not the cause of this adverse event because the issue was resolved before insertion into the patient. The tamponade seemed to have happened at the left side of the heart because drainage blood was arterial blood. The physician also commented that he felt difficulty of unknown catheter operation, so tamponade occurred when the physician changed the orientation of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).